Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event.